Event description:
Pt presented in 2005 withh signs of infection including redness, swelling, drainage, pain and incisional wound opening. The pt did not have meningitis. The primary location of the infection was the lead track. A culture was obtained of the ins device pocket which produced propionobacterium. The pt was treated with IV and oral antibiotics and underwent total device explantation. The pt outcome was unk at the time of this report. The device was explanted but not returned to the MFR for analysis.